Manufacturer narrative:
A physio-control field service technician performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device had illuminated its service led and would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control determined that the cause of the reported issue was due to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired. The customer has been provided with a replacement device.

Event description:
A customer contacted physio-control to report that their device had illuminated its service led and would not power on. There was no patient use associated with the reported event.